Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient passed away three days later while not wearing the lifevest. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event, visual inspection, and a functional evaluation. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. Device manufacture date: monitor: 12/08/2017, belt: 06/03/2014. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was rapid af rate and CPR artifact. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event consisting of seven inappropriate shocks during atrial fibrillation (af) and four appropriate shocks during ventricular fibrillation (vf). The patient was in the hospital at the time of the treatment event. The response buttons were pressed intermittently between treatments one and two, but not in the detection sequence immediately prior to treatment delivery. The patient received three treatments while in af above 150 bpm at 18:05:11, 18:43:15, and 18:46:54, respectively. Rapid af rate contributed to the false detection. Following the third treatment, the patient's rhythm was af with rapid response that spontaneously degraded to vf. The patient then received an appropriate treatment at 18:47:26 while in vf. The post-shock rhythm was accelerated idioventricular rhythm at 90 bpm transitioning to af with rapid response at 160 bpm. The patient received two more shocks at 18:47:59 and 18:57:37 while in af above 150 bpm. Rapid af rate contributed to the false detection. The post-shock rhythm of the second shock was vf. The lifevest then delivered an appropriate treatment at 18:58:05 while the patient was in vf. The post-shock rhythm was af at 50 bpm. The patient received another inappropriate shock at 19:00:29 while in af. Rapid af rate contributed to the false detection. The post-shock rhythm was vf. The lifevest then delivered two more appropriate treatments at 19:01:00 and 19:01:24, respectively. The post-shock rhythm of the first was vf. The post-shock rhythm of the second was asystole. Post-shock asystole is a known potential outcome of defibrillation. The patient then received a final treatment at 19:01:49 while in asystole. The post-shock rhythm was obscured by CPR artifact. CPR artifact contributed to the false detection. CPR artifact obscured the patient's rhythm from the time after the eleventh shock until the device was shutdown at 19:02:17. Following the event, the patient discontinued wearing the lifevest. There was no death or device malfunction associated with the defibrillation event. The patient passed away three days later in the hospital not wearing the lifevest.